Event description:
It was reported the customer received four no delivery alarms along with a weak battery alarm. The alarm history also confirmed the customer's alarms. Troubleshooting found the insulin pump did not pass the prime test as a no delivery alarm occurred. Customer's blood glucose was 175 mg/dl. Customer was advised to change their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).